Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the surgeon tried to lock the blade, the impactor spun free, although the gap between the end of blade and the shaft of the impactor was closed by image. The cannulated hexagonal screwdriver (994.000) also spun free. So, the surgeon used another blade. At that time, the surgeon could not attach the blade with the extraction screw and so pushed harder. As a result, the blade interfered with a nail. After that, the surgeon could attach the blade with the extraction screw, and the blade could be locked in the end. This report is for 3 of 3. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing evaluation reported the blade had signs of misuse. The impactor has signs of hammer strikes at the top and the handle, the splint was removed and no longer used correctly. The articles are working as intended. The femoral-nail was not received for investigation. The proximal femoral nail antirotation (pfna) blade impactor instrument 356.823 is no longer available under this part number. The instrument has been redesigned and has the article number (B)(4), there is a note within the technique guide which reads: important [¿] do not use unnecessary force when inserting the pfna blade. Based on our investigation we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the provided details the investigation was not able to determine the cause of this occurrence. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and not a sterile part; there is not expiration date. Device was used for treatment, not diagnosis. Medwatch originally submitted to FDA on october 6, 2014, it is being re-submitted per FDA request of 11/3/2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.